Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures and videos. Visual evaluation of the customer provided photos noted an ar-1927bcf-45 biocomposite¿ corkscrew with a damaged anchor. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging the device during use.

Event description:
On 31st march 2025, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. Another new anchor was used but the same issue happened again. This was detected during a rotator cuff repair procedure on (B)(6) 2025. The procedure was successfully completed by using another new ar-1927bcf-45 instead. Ar-1927ptb-45 was used to prepare the bone socket, and no fragments were left in the patient. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.